Event description:
It was reported that the lead exhibited unacceptable thresholds of 3.25 v at 1.5 ms in the bipolar configuration and perforation was suspected. Failure to capture was noted in the unipolar configuration. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.